Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the protégé gps would not deploy at the target area. It is unknown how the procedure was completed. There is no reported injury to the patient.  The returned device exhibited partial deployment. It is unknown whether the partial deployment occurred in vivo or in vitro. Evaluation summary:   the protege gps self expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The returned protege gps stent delivery system, (sds), exhibited exposed stent with flowering, the safety lock knob was loose, and the deployment paddles distant to each other. The deployment paddles are approximately 85mm apart. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a stream of fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: no fluid was observed exiting the distal end of the outer sheath. A 20cc water filled syringe with manometer was attached to the stopcock luer lock and the annual spaces were flushed with approximately 14atm of pressure: thick thrombus material was observed exiting the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip with ease. The guidewire loaded protege was loaded into a deployment apparatus and deployed: 4.8lbs. The stent and distal tip were examined: no abnormalities or deformities were noted. The retainer was examined: one of the distal legs of the retainer was standing proud of the catheter. The outer sheath was severed proximal to the retainer and skived opened: a ribbon of liner was noted in the region were the retainer would be at t=0 and the direction of the ribbon was distal.